Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending (lad) artery and in the circumflex (cx) artery. Two overlapping stents were placed in the cx. Four overlapping stents were placed in the lad. A small diagonal branch from the mid to distal lad was compromised during the percutaneous coronary intervention, resulting in chest pain and the need for intra-aortic balloon pump (iabp) placement. A perforation occurred during use of an unspecified device. Prolonged balloon inflation was performed; however, the bleeding continued and a small pericardial effusion occurred, with hemodynamic instability. The 3.5 x 16 mm graftmaster stent was implanted. The extravasation was reduced and the patency of the lad was maintained. Post procedure, the patient's condition improved and the event resolved. No additional information was provided.